Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported developing an infection with an abcess at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient described the site as red, swollen, warm to the touch, and blistering with drainage. Blood glucose readings were between 250 - 300 mg/dl. The patient was taken to the emergency room and diagnosed with cellulitis and treated with batrim ds 1 tab 2 times daily for 7 days. A follow up appointment revealed the patient's condition to have improved. The physician cleaned the patient's abcess and prescribed the same antibiotics for 14 days.